Event description:
In 2009, surgeon was performing a two level xlif procedure at l3-l4, l4-l5 on a female. It was reported that during the advancement of a maxcess fixation shim using a mallet, the shim dislodged from the retractor blade and perforated the patient's inferior vena cava. The case was halted and a vascular surgeon repaired the injury. There were no additional complications and the patient was discharged from the hospital two days later.

Manufacturer narrative:
The fixation shim used during the case was returned and inspected and no anomalies were noted. The root cause of the event is not known at this time. The fixation shim is a self tapping fixation instrument that is designed to be implanted with a screw driver. Product labeling states: "it is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient." In the event that additional relevant information is identified, a subsequent report will be filed.